Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the upper buttocks. On (B)(6) 2024 at night, the patient was walking on his way to his apartment building, he passed out and when he woke up, he was shocked that he was in the hospital for 3 days. He did not know what happened, his neighbor shared with him the story that he saw him walking that night and suddenly, he fell down on his knees then his face, the patient damaged his teeth in front was broken in half, and he has bleeding on his face. The neighbor called an ambulance. The paramedics took the measurements and the cgm reading was low and there was no bg reading reported. They treated the patient with glucose and took him to the hospital. The patient regained consciousness on wednesday morning on (B)(6) 2024 and was discharged the same day later that afternoon. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.